Event description:
It was reported that the pump has a bubble in the dso sensor seal area. No adverse patient effects were reported by the customer.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
Date of event is unknown. Device evaluation: one device was received. A visual inspection found a tamper seal removed and a bubbled dso seal. During the functional testing, the customer reported issue was confirmed. The dso seal was found to the be the cause of the reported issue. The dso seal was replaced. Product is beyond one year from manufacture date and there was no indication of a manufacturing defect during the investigation, so a DHR review was not performed. Service history review identified this device has not been in for service previously.